Event description:
Procedure type: low ant resect double staple. According to the rptr: upon removing the device after firing, the anvil was disengaged and remained in the oral side of intestinal tract. Neither stapling nor cutting was done. The intestinal tract was cut and the anvil was removed. Using another device, the surgeon performed anastomosis and the procedure was completed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).